Event description:
It was reported that the customer was hospitalized after having a vehicular accident while driving. The blood glucose reading was 160 mg/dl. No alarms were found in the insulin pump history. It was reported that the insulin pump was damaged but that the drive support cap was okay. An insulin smell was also reported though no moisture was found in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners and a severely scratched display window and case. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No dry insulin or insulin smell was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.